Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow up later revealed patient expired within 24 hours of manufacturer's representative interrogating device. The cause of death has been requested and not received. Manufacturer's representative reported there was no device allegation as patient found at home pulseless and in pea (pulseless electrical activity).

Event description:
It was reported patient experienced cardiac arrest. When paramedics arrived, patient was asystolic and they did not shock her. Patient admitted to coronary care unit and on a ventilator. Evaluation of device showed good sensing and capture threshold of 2.0v at 0.1ms no episodes of tachycardia detection or treatment except for one non sustained tachycardia near the time of the arrest that lasted 7 seconds that started with 1400ms intervals, then 600ms intervals, then with evidence of twaves getting bigger with some t wave oversensing. No evidence that patient went into fast arrhythmia. Device testing at that time showed good function. The device had not been evaluated since 2008.